Manufacturer narrative:
No patient was involved in this concern. Device lot # is dependent on part return. Device mfg date is dependent on lot #. No parts have been received by the manufacturer for analysis.

Event description:
A medtronic representative reported that a short spinous process clamp driver was stripped. No patient was present or impacted.